Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 230 mg/dl and a correction bolus was delivered to address the bg level. The customer changed the infusion set site and did not find any issues with the site. After the last alarm, the customer resumed insulin delivery without changing the supplies and did not receive any further alarms.